Manufacturer narrative:
Implant region 47 fractured. Construction was a single crown on the implant. Patient suffered from peri-implantitis following bone loss and implant instability material analysis concluded inhomogenous mechanical overloading of the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.